Event description:
It was reported that a patient underwent surgery in 2007 for the treatment of cystocele, rectocele, enterocele, and urinary incontinence and a sling and pelvic floor repair mesh were implanted. The patient has experienced unspecified injuries, pain, erosion of her internal tissues, and has undergone multiple surgeries and revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. The actual device involved in this event is unknown. The two possible devices are as follows: prolift pelvic floor repair and tension free vaginal tape.